Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws of the device remain closed on tissue, the device was difficult to unload, the device initially fires, but failed to complete the firing cycle and significant surgical intervention was required due to the product failure. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during video assisted thoracoscopic surgery with partial pulmonary resection, occurred in the first firing at pulmonary parenchyma. An attempt was made to fire on the thin tissue which was the edge of the lung with one firing cut by the reload, however, the handle could not be squeezed any more after it was half-squeezed. It was in articulation state. The surgeon then attempted to release it and attempted to pull back the black return knob on the handle, but it did not move at all, firing could not be advanced and could not be released either. Therefore, the side directly next to the reload was resected using a device from another company. As a result, the extra width of the cartridge was resected. It was removed outside the body with the tissue clamped. The incision was extended but not by more than 1 inch.